Event description:
It was reported that a leak was observed from the fill port of a low volume intermate after the unit was filled with normal saline solution. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Lot number 13h007 was manufactured august 3, 2013 - august 6, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. During visual inspection of the returned sample, the reported condition was confirmed. Upon completion of baxter's investigation, a follow-up will be submitted.